Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced a nonfunctional display after the device was dropped and the screen broke, leading to the need for a replacement device and guidance on backup therapy and shutdown procedures. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected at the time. Outcomes included temporary loss of device usability and the need for device replacement, while the patient could continue cgm monitoring with a compatible app or receiver. Investigation included internal review of the reported physical damage and coordination for device return and further inspection of returned device. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no indication of a systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.